Event description:
"A posterior fossa optical tumor resection with s7 navigation was done under contract on (B)(6) 2012, by a neurosurgeon with the use of a mayfield skull clamp (specific clamp was not identified). Imaging was downloaded successfully; planning and registration were also accomplished successfully. Sterile navigation was successful and accurate. Post incision after the scalp was dissected from the skull, but prior to the craniotomy; the patients head slipped approximately 2 cm in the 3 point headrest. The incision was closed, draping was removed, and the patient was repinned and re-prepped. The surgeon felt that too much scalp mobility was present as well as a lack of most of the fiducial markers and decided not to re-register navigation. The surgery was continued successfully without the use of navigation."

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.